Event description:
It was reported that unspecified bd¿ pen needle was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported needles are bent and non patient end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-31 h6: investigation summary customer returned (1) used 32gx4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent. Consumer reported rear cannula end is broken and gets stuck. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was bent ¿ this issue was investigated in child record (B)(6) it was observed that the non-patient end (npe) cannula was not broken. No evidence of manufacturing defect was observed on this sample. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannula is user error while using the pen needle. No DHR review can be carried out as lot number is unknown. Since no evidence of manufacturing defect was observed, the possible root cause for this issue is traced to the user. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported needles are bent and non patient end is broken.